Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause was confirmed to be a burnt cable connector on the front panel and that the cause of the burn was a chemical/liquid that entered through the front panel. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had a burning smell and it would not pass the post test. As the scope was being setup, it was noticed that the screen was flickering and going off, suddenly there was a strong burnt smell coming from the tower which prompted the facility to turn off the tower. The issue occurred during preparation for use for an intended gastroscopy procedure. There were no reports of patient harm.